Event description:
We currently use cerner and identified that the medication build was linked to the fviii component when believed by providers to represent the vwf component. We found that there were no incorrect doses administered to patients as the pharmacist would communicate with team the dose for the patient. When digging deeper, this medication can be dosed on either fviii or vwf. Computer physician order entry. (B)(4).